Event description:
Three days following a coronary drug eluting stenting treatment procedure, the stent became occluded. In 2004, the pt presented with unstable angina, inverted t waves anteriorly by EKG, and a positive troponin blood level. The pt was started on aspirin, clopidogrel, and intravenous low molecular weight heparin. A taxus express2 8.8% 2.75mm x 28mm stent was successfully deployed in a long, 80% stenosed, predilated mid left anterior descending (lad) lesion. Another taxus express2 8.8% 2.5mm x 24mm was successfully deployed in an eccentric 80% stenosed, predilated mid circumflex artery. The pt is reported to have an ejection fraction of 38% with inferior akinesia. No complications or pt injuries were reported. Three days later, it is reported that the pt suffered from an anterior infarction due to a thrombosis at the taxus stent in the mid lad, which resulted in death.